Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient presented to the emergency department after she went into vf and the ICD failed to convert. After 45 minutes of CPR, the patient was brain dead. No further information is available.